Event description:
It was reported that during ptca/stent procedure the tristar was used to treat a proximal "cx". The pt returned to the cath lab on 3/28/2000 complaining of chest pain. Angiography revealed the stent had thrombosed. Another company's stent was used to treat the thrombus with a good result.